Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review indicates that 4 treatments were performed. All 4 treatments were performed without interruption and were successfully completed. The first 3 treatments had a suction time of about 40 seconds. The 4th treatment had a suction time of about 120 seconds, which is on the upper limit considering there was no interruption. The 4th treatment also showed some docking difficulties to obtain a valid vacuum 2. Unfortunately, the reported treatment could not be linked to one of the 4 treatments as no treatment report was provided. No technical abnormalities were observed during logfile review, thus a technical malfunction can be excluded as a contributing factor. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported folds in the stromal bed during lasik flap procedure. Surgery was completed manually the same day. No patient harm was reported.